Manufacturer narrative:
The lens was not returned for further investigation. Review of the device history record found that the quality control (qc) batch met release requirements at the time of manufacture. The device did not cause a death or life-threatening injury and there was no permanent impact to visual acuity.

Event description:
Patient had ulcer develop in od. Dr discontinued lens wear and prescribed tobramycin drops. Saw patient back in a week and cornea was completely healed. Will have patient discontinue lenses a few more weeks to get back to baseline and then call back.